Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes insulin will squirt out of the tubing during prime, the battery has to be changed every 2 weeks, and the insulin pump has rejected new batteries alarming failed battery test. Blood glucose value has been over 200 mg/dl. Troubleshooting was not performed. The customer was called back to obtain further details but could not be reached. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. Device primed properly.